Event description:
Caller reported a temperature alarm identified as alarm 11. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as the customer could not clear the alarm or resume insulin delivery. The customer was instructed to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address for the replacement pump.